Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx des was implanted in the lad. On the same day, diffuse brain ischemia and persisting coma was reported. The event was related to stroke. Tracheostomy was performed. The investigator assessed the event as not related to the index device or antiplatelet medication. The event is continuing.

Manufacturer narrative:
Cec adjudicated the stroke as not an event with the comment anoxic brain injury from cardiac arrest causing coma and ultimately death. T. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient died 12 days post index procedure. The sponsor assessed the event as not related to the index device or anti-platelet medication. If information is provided in the future, a supplemental report will be issued.